Event description:
It was reported to boston scientific corp that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 (patient age over 40 yrs old). According to the complainant, during the procedure, when injecting, the device was leaking from a hole approximately 6 cm from the tip of the catheter and the material was not coming out of the tip. The procedure was completed with another dreamtome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed off and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).